Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. The customer reported to have replaced the breath delivery unit (bdu) cpu pcb. Covidien was not authorized to service the device. The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self testing.